Event description:
It was reported that the surgeon tried to use plee60a for a lar procedure. The first two firings were completed but the gun didn't work for the third firing. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # t5c07x. (B)(4). Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? Unknown. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Unknown. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. During further evaluation, the device was noted to be non-functional and the articulation mechanism was noted to be damaged as the device would not articulate. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor and the ring closure was noted to be damaged and the articulation link was disengaged. No functional testing could be performed due to the returned condition of the motor. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this condition of corrosion may be the exposure of cleaning solution. The damage to the articulation mechanism, it is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the ring closure. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.